Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low compared to another device. The medical surveillance specialist (mss) spoke with the patient on 05/18/2009 and obtained the following information. The patient reported that approx three months prior, she obtained a blood glucose reading in the "100 mg/dl" range with the subject meter (actual result unknown). Prior to testing her blood glucose, the patient claimed she had developed a headache and had been feeling nauseous. After testing her blood glucose, the patient stated that she ate a snack and then went to her room to take a nap. Approximately 15 minutes later, the patient reported that her spouse found her passed out and not breathing. The patient stated that her daughter performed CPR and when emergency services arrived they tested her blood glucose and obtained a reading of "325 mg/dl" on their meter. The patient recalls being hospitalized in ICU for approximately 1 week; however, did not recall the specific treatment she received when she arrived there or during her stay. The patient stated that she believes she may have been treated with insulin as a result of her blood glucose being high. She also reported that several tests were performed during her stay; however, her physician(s) were unable to provide a diagnosis that would explain the reason why she stopped breathing. The patient stated that she had been obtaining "normal" blood glucose readings with the subject meter for an unspecified amount of time and therefore did not question the subject meter's accuracy until she tested much higher with the emt's meter that evening. The patient manages her diabetes by taking a set amount of 70/30 novolog insulin in the morning (35 units) and evening (25 units). At the time of troubleshooting, the customer care advocate walked the patient through a couple of control solution tests and they both fell within the specified range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.